Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming 'vent inop" and there is a transducer fault. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The customer reported sending the incorrect defective part for evaluation and technical support issued another return goods authorization for the correct faulty part to be evaluated. The carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pcba). This issue will be internally investigated within carefusion.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and was unable to duplicate the reported issue. The unit passed all transducer calibrations, no failure detected as the device operated within specifications.